Event description:
It was reported that this pacemaker recorded false atrial tachy response (atr) events due to far field over sensing. Programming options were discussed with the caller for this pacemaker that remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.